Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in the event was requested but not provided.

Event description:
The customer alleged they were receiving questionable free triiodothyronine (ft3) results for one patient on their elecsys 2010 analyzer. It was suspected the questionable results were due to a non-specific reaction. The customer returned one patient sample that was taken on (B)(6) 2014 for investigation. The sample was tested on the 2010 analyzer with the second generation ft3 reagent and the result was 4.28 pg/ml. The ft3 reagent lot number was 173147. The expiration date was requested but not provided. The sample was tested on the 2010 analyzer with the third generation ft3 reagent and the result was 4.15 pg/ml. The ft3 reagent lot number was 172621. The expiration date was requested but not provided. The sample was then tested on a centaur analyzer and the result was 1.5 pg/ml. These results were submitted to the physician. The patient was not adversely affected by this event. A root cause could not be determined for this event. A peg precipitation, a protein precipitation, and hplc analysis were performed and no conclusions could be drawn.